Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance/retract the guide wire through an introducer sheath and cause resistance between the devices may include, but are not limited to, device placement technique, inner diameter of the introducer sheath, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the introducer sheath. The guide wire and the introducer sheath used during the procedure were not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported difficulties. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Manufacturing performs visual inspections of the guide wire tips after being loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality.

Event description:
It was reported that during a procedure the balance middleweight elite met resistance and was sticking [drag] at two points when being advanced and when being removed through the introducer sheath. The device was removed separately from the introducer sheath and from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.